Manufacturer narrative:
Device code: updated.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03142 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complaint, the patient had a burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03142 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complaint, the patient had a burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.